Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a moisture inside of the display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the keypads, electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.